Event description:
It was reported sometimes ipg had trouble connecting to the patient controller and the patient wanted it replaced. Patient also had pain at the ipg site (related manufacturer reference number: 3006705815-2022-16524). As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.